Event description:
It was reported that the right ventricular (rv) lead had high impedance and a high sensing integrity count (sic), which triggered an alert. Lead fracture was suspected. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were two non-sustained (nst) episodes with v-v intervals less than 220 milliseconds (ms) between (B)(6) 2014. 100 v-sic/ day over previous 3 days (since (B)(6) 2014). Rv pace impedance steady at 500 ohms through (B)(6) 2014. Varies out of range (>2000 ohms) in two weeks following ((B)(6) 2014).